Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the patient was injected for a flu shot and as the nurse pushed the plunger, the needle detached from the barrel and the vaccine fluid splattered all over. The patient was left with the needle sticking in his arm so they extracted the needle and redid the flu shot and everything went fine. The patient had discomfort from the 2 needlesticks but there was no serious injury other than that. The nurse re-did the flu shot with another needle and syringe with no incident.

Manufacturer narrative:
The physical device history record (DHR) could not be obtained for review due to the age of the product and record retention requirements. There was one (1) sample submitted with this complaint. The returned sample¿s pull test value was (B)(6) which met the quality engineering laboratory test specifications. The reported condition could not be confirmed. The exact root cause of the reported condition could not be determined, as there is insufficient evidence available. A 6m analysis was performed on possible root causes. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are evaluated for numerous physical attributes including pull tests, leak and luer testing, etc. The lot met all defined acceptance requirements and was released. No corrective action is required for this complaint because the root cause could not be determined based on the available information, and there was no indication of a systemic issue with the process and/or product. If information is provided in the future, a supplemental report will be issued.